Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a patient underwent a revision procedure due to nonunion of a pertrochanteric fracture. A long titanium (ti) trochanteric fixation nail (tfn) broke through the helical blade hole. Broken implants were removed without event and the patient was revised to a 6 hole dynamic hip screw (dhs) plate 140 degree. Other items used to fix the non-union were one (1) 12.7mm lag screw 90mm, one (1) 12.7mm lag screw 100mm, four (4) 4.5mm cortical screw 38mm, and two (2) 4.5mm cortical screw; vivigen formable-15cc and norian drillable-5cc were used in the revision. Procedure outcome and patient status are unknown. Concomitant devices: 11mm ti helical blade 105mm (part: 456.306, lot: unknown, quantity: 1), 5.0mm ti locking screw 42mm (part: 458.942, lot: unknown, quantity: 1). This report is for a ti cannulated tfn. This is report 1 of 1 for (B)(4).